Manufacturer narrative:
(B)(4). Engineer relayed, "based on this investigation and the review of the product, it appears that the part fractured due to a bending overload when the curved acetabular shell inserter was impacted by the surgeon."review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the end piece of the g7 rod stuck in the guide post, trapping the guide arm and it fractured. The case was finished with this handle and switched to another one for impacting the liner.